Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The patient underwent variax hand surgery for grinding fracture of ring finger proximal phalange on (B)(6) 2017. There were no anomalies noted to x-ray immediately after the surgery, but bend of the plate was noted on x-ray 2 weeks after the surgery. During follow-up period, there were no problems except the plate deformation. On "(B)(6) 218," variax hand removal surgery was performed and it was found that the plate had broken in two pieces. The removal surgery was completed without no problems and the bone union was achieved. In the surgeon's opinion, there are possibilities that a start of rehabilitation without limited range of motion immediately after the surgery and the patient's slightly contracture of joint affected the deformation and the breakage.

Event description:
The patient underwent variax hand surgery for grinding fracture of ring finger proximal phalange on (B)(6)2017. There were no anomalies noted to x-ray immediately after the surgery, but bend of the plate was noted on x-ray 2 weeks after the surgery. During follow-up period, there were no problems except the plate deformation. On (B)(6)2018, variax hand removal surgery was performed and it was found that the plate had broken in two pieces. The removal surgery was completed without no problems and the bone union was achieved. In the surgeon's opinion, there are possibilities that a start of rehabilitation without limited range of motion immediately after the surgery and the patient's slightly contracture of joint affected the deformation and the breakage.

Manufacturer narrative:
The reported event that 1.7 s variax hand lock z-plate,narrow,9 holes was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by improper fracture reduction. As requested by the surgeon, a medical opinion was asked to our clinical consultant. Here is his opinion: "the x-rays show a proximal phalanx multiple fragment shaft fracture of the ring finger. It was reduced and internal fixed with one bolt and a plate. The reduction is already insufficient initially, and there are fragments not fitting exactly. It seems that there is a main oblique fracture line going from proximal radial to distal ulnar. There are one or two small fragments in the comminuted area on the ulnar aspect of the phalanx. The plate has been placed to the dorsal aspect of the proximal phalanx. Regarding the size the op-tech provides some general information and recommendation on the size to choose for different fracture locations. For the proximal phalanx you usually would choose 1.7mm plates and screws. However, the surgeon is responsible for this and of course in a small statured female you could decide to use even smaller plates (1.2mm) and in a strong male you may choose 2.3 mm plates. When looking at the size chosen, it seems that the size was chosen properly. It seems that there are two problems. 1. After the orif the alignment of the bone is still not completely restored. Fracture gaps can be identified in the ap- as well as the ml-plane. 2. The plate is introduced to the dorsal aspect of the bone. Because of the main fracture line showing an oblique ap-orientation the plate is not well placed to reduce and maintain the fracture gap. With restriction due to lack of further knowledge of the clinical and intraoperative situation there are some recommendations to be made: 1. If ever possible complete reposition of the fracture should be achieved. Usually this should be possible with finger and hand reposition and holding forceps and instruments taken from the leibinger instruments. If possible the reposition should be stabilized with one or two loose screws inserted in an orthograde orientation to the largest fracture fragments. Every deviation from the orthograde orientation will result in shear movements and instability. If-because of the fracture patterns-it is not possible to put a screw for fixation, a temporary fixation with a k-wire can be tried. The plate has to be inserted with an orthograde orientation to the main fragments as well, because otherwise the screws will have no effect to fixate the fracture. 2. The surgeon has to keep in mind that in the depicted fracture the deep flexor tendon is positioned directly palmar to the bone and is held there because of the a2 pulley and the tendon sheath. It might be luxated into the fracture gap if there is much difficulty in reposition. The reposition can be difficult or even impossible and a direct exposure of that area may also be necessary. 3. The rehabilitation should be adapted to the stability the surgeon assumes for the fracture site. At least passive motion should be possible. In very unstable situations the practice of active movement has to wait for 2-3 weeks. I disagree with the opinion that early rehabilitation is the cause of the breakage of the plate. The plate broke because of the insufficient reposition and the large fracture gap. It took to long for the bone to heal and thus in the meantime the plate broke." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.